Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the hdh05 blade did not work. The blade emitted a solid tone from the generator bipolar forceps were used after another blade was pulled and locked out to complete the case. There was no consequence to the pt other than an extended or time of 15 minutes.